Manufacturer narrative:
Updated h6-investigation conclusions to 4315.

Event description:
According to the customer on (B)(6) 2024, "they were performing a laminectomy and before closure count they realized it was missing and the was doctor notified. We had to reopen the patient.".

Manufacturer narrative:
According to the customer on 6/7/2024, "they were performing a laminectomy and before closure count they realized it was missing and the was doctor notified. We had to reopen the patient. We put the item in there. There was no serious injury and the procedure was completed". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.